Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.

Event description:
Philips received a complaint from a hospital. After an mr examination, a third degree burn was observed on the right upper arm of a patient.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system used that contributed to the injury. The balun of the nvc coil showed damage. This damaged balun was in contact with the patient¿s arm. At the place where there was contact a 3rd degree burn was observed. No padding was used to prevent contact.